Event description:
It was reported that during a revascularization procedure of the mildly calcified, non-abbott 99% stenosed stent of the mid left anterior descending (lad) artery, a non-abbott balloon dilatation catheter (bdc) was delivered and inflated. The nc trek bdc was delivered toward the lesion, however, during the first inflation attempt, the balloon slipped several times and was not able to be inflated. The bdc was removed without issue. A non-abbott bdc was used for inflation and the procedure was successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.